Manufacturer narrative:
A review of the device history record the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are eighteen additional complaints associated with the lot for the reported issue. Three trocar hub/cannula assemblies were received and visually inspected and were found to be conforming. The samples were then functionally tested for leaking and were also found conforming. The returned sample was found to be conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A high complaint rate for the reported lot was noted. Investigations have been completed and actions have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A customer reported that the valved trocars leaked during several procedures. On three cases, five of the six cannulas leaked. One leaked and caused balanced salt solution to squirt up and drench the lens. The customer decreased the infusion pressure when instruments were not in the valved cannulas, to keep some pressure in the eye. Procedures completed with no patient harm. No further information expected.